Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the fiber optic cable. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that the connector on the rear of the patient side cart (psc) for the blue fiber cable had fallen into the patient side cart (psc), leaving a hole where the cable is supposed to connect. The customer noted that the nut for the connector was not visible in the area of the psc. The procedure outcome is unknown at the time of the report

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did replicate/confirm the customer reported complaint. Upon visual inspection, the fiber optics cable knob was missing. The fiber cable was then installed onto the golden system, where the fiber cable functioned as intended. No related error codes were triggered. The fiber cable was found to be fully functional. Based on these findings, failure analysis was able to conclude that the missing knob on the fiber optics cable is the root cause of the report event.

Event description:
Refer to h11 for follow-up information.